Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a torn cable. The procedure was continuing as planned with no reported injury. Two attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken grip cable at the idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The housing was removed from the back end, and no damage was observed. The root cause of this failure is attributed to a component failure. Additional visual inspection found thermal damage on the yaw pulley. The instrument yaw pulley was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The conductor wire and insulation did not exhibit any signs or thermal damage. The root cause of this failure is attributed to mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022 via system serial (B)(4). There were 3 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: there was evidence of thermal damage on the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields and are not applicable.